Manufacturer narrative:
Common device name and device product code was unknown. The catalog number and serial number were unknown. PMA/510(k) number was unknown. The manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 of the same event. It was reported from (B)(6) that during a femoral trochanteric fracture surgical procedure, it was observed that an air leaking noise came from the connected portion between the compact air drive device, lubrication adapter device and air hose device while in use together. It was further reported that the compact air drive device did not work properly. According to the report, the surgeon repeatedly tried to detach and reattach the air hose device device and lubrication adaptor device from the compact air drive device to confirm whether they were correctly assembled but the compact air drive device did not work well. There was a ten minute extension to the surgical procedure. A spare device was used to successfully complete the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.